Event description:
It was reported that pump had a malfunction event in early february 2026, noted as malfunction 12, while still charging normally and being recognized by computer, but no blood glucose values or additional clinical details were provided. There was no reported impact to the customer¿s blood glucose level. Pump was scheduled to be returned for evaluation, and distributor arranged replacement with new pump while awaiting device return, with no further follow-up information available regarding outcome of event.